Manufacturer narrative:
Corrected data: other serious (important medical events) checked to reflect surgical intervention performed to address issue. It was reported that the patient's ipg became inoperable following an unrelated surgical procedure. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter information updated to reflect name of physician who performed surgical intervention.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.